Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the physician was concerned he inadvertently placed the is-1 pin of the left ventricular (lv) lead into the right ventricular (rv) port and the is-1 pin of the rv lead into the lv port in the cardiac resynchronization therapy defibrillator (crt-d). Boston scientific technical services (ts) was consulted and all timing is based on rv, so there is a potential for undersensing of ventricular fibrillation (vf) and other potential interactions with the biv trigger and possible inappropriate pacing due to the ability to configure to unipolar. The patient was brought in for a revision procedure where the lead is-1 pins of the rv and lv leads were taken out of the incorrect ports and placed back into their respective ports. The crt-d, rv lead and another manufacturer's lv lead remain in service and no additional adverse patient effects were reported.